Event description:
Covidien (B)(4) rec'd a report from the customer stating that while in pt use, the n-560 didn't make any sound to include both alarm and pulse sounds. No pt harm reported.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultra 2 meter read inaccurately erratic. The patient takes 22 units of novorapid insulin in the daytime. She also takes 20 units of levemir insulin in the evening. The patient indicated that the alleged issue started on an unspecified date/time in (B)(6)2010. The patient reported blood glucose results of "2.6, 8.9, and 2.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient also claimed that on the night of (B)(6) 2010, she went for a power walk at an unspecified time. Upon her return, the patient reportedly tested her blood glucose and got a result of "11.1 mmol/l" at another unspecified time. Based on the meter reading, the patient reportedly adjusted a dose of insulin. At 3:15 am the next morning on (B)(6) 2010, the patient's husband woke up and found her confused and sweating. She also was not listening to her husband. The patient's husband managed to treat the patient with a candy bar and also called for paramedics. The paramedics tested the patient's blood glucose at 4:05 am using an emergency medical services (ems) meter and got "2.4 mmol/l." The patient was treated with "glucogel" and retested at 4:15 am. By that time, her blood glucose registered at "3.7 mmol/l" on the ems meter. The patient denied that she was taken to a hospital. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what time the result of "11.1 mmol/l" was obtained, if the patient typically takes power walks in the evening, what time the power walk was taken, what time she took the adjusted dose of insulin, what insulin she took, what dose she took, and if she ate any meals/snacks that evening. In addition, it would have been helpful to know if the patient typically adjusts her insulin dosage(s) based on her meter readings, what her normal evening blood glucose readings are, and what other readings she obtained the day before and the day of the event. The patient did not have control solution for troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia and received medical treatment after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. A 510 (k) # is k053529.

Event description:
It was reported that during a gastric bypass procedure, the blade was broken. No piece fell into the patient. The surgeon opened a second device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.